Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture and 2000 ohms lead impedance. The lead tested normal at time of replacement.